Event description:
During a leadless pacemaker (LP) implant procedure, the LP was unable to be separated from the delivery catheter. Re-docking of the device to the catheter was attempted but not possible. A new LP and delivery catheter were used to complete the implant procedure. The patient was stable.